Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds since implant. The lead was removed and another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Concomitant products. Sedr01, implantable pulse generator, (B)(6) 2013. Competitor lead, implantable pacing lead, (B)(6) 2013.(B)(4).